Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: during investigation, the cartridge compartment was cracked. Unrelated to the original complaint, the battery compartment was cracked at the threads to the left side of the grip pad to the seal, and from the case seal to the grip pad. Additionally, the pump casing was cracked at the bottom right corner between the display lens and the pump seal. The display was dim with letters having a red hue. The battery cap coin slot was damaged and the cap was difficult to remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.